Event description:
The customer reported error blower temperature high (e/c 1122). Air from the ventilator was very warm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
MFR received date: 09sep2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse advised the customer that the one time error was most likely caused by obstruction of the air inlet. The customer was not able to duplicate the failure symptom and unit is in service. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15aug2019.

Event description:
The customer reported error blower temperature high (e/c 1122). Air from the ventilator was very warm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.